Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the suspected internal driveline wire damage. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing, and the severed distal end portion, measuring approximately 39 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline portions were tested for electrical continuity and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the metal connector portion revealed breaches to the insulation on the black and brown wires adjacent to the pump housing. The black and brown wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasion to the insulation of the green wire was also noted. However, the remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire''s insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black or brown made contact with each other or with the braided shield, the resulting electrical short would have resulted in the speed drop and pump stops. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2017-02505. (B)(4). Approximate age of device ¿ 1 year and 3 months. The explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient opted for an elective pump exchange due to a suspected internal compromise of the wires within the percutaneous lead (driveline). The patient had a known history of a suspected issue with the driveline for which a replacement of the external portion of the driveline was performed on (B)(6) 2017. On (B)(6) 2017, the pump replacement surgery was completed, uneventfully. No further information was provided.